Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has not been previously sent into service for the reported condition. (B)(4)

Event description:
The facility representative reported a colleague infusion pump that does not stop alarming. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated. During baxter quality engineering review of the event history on (B)(6), 2010, it was determined that the reported condition occurred during delivery.

Manufacturer narrative:
The reported condition of does not stop alarming was confirmed through the event history due to failure code 403:317:871:0000. Failure code 403:317:871:0000 was found one time in the event history log and on the reported occurrence date of (B)(4) 2010. Failure code 403:317:871:0000 was caused by a defective uim pcb (user interface module printed circuit board). The uim pcb was replaced. (B)(4)